Manufacturer narrative:
Other relevant device(s) are: product ID: 9735828, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that keyboard was unresponsive/not communicating. There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned keyboard was nonfunctional when connected to a known good computer with a known good usb cable. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.